Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3587a lot# l70687a serial# implanted: (B)(6) 1999 explanted: product type lead product ID 3587a lot# l52501 serial# implanted: (B)(6) 1998 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient no longer had his pain stimulator. It worked well, but he kept on having problems with ¿pulling out the leads ,¿ so it was removed. The battery was potentially pulled out before the date that the leads were pulled out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.